Manufacturer narrative:
Date of event. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Mahendran, a. K., chang, p. M., gupta, d. Electrocardiographic interference: know your patient well. Cardiol young. 2021. 31(3):462- 463. Doi: 10.1017/s1047951121000330. Summary: two cases of paediatric patients with gastric pacemakers causing distinct electrocardiographic artefact. Recognition of ext racardiac artefact is essential for proper ECG interpretation in patients. Reported events: two paediatric patients with gastroparesis secondary to mitochondrial disease, treated with gastric stimulator implantation (medtronic® enterra ii neurostimulator implanted subcutaneously in the lower left abdomen), were screened for cardiomyopathy. Screening electrocardiogram showed sinus rhythm and distinct artefact (fig 1a and b), with an automated machine interpretation of atrial fibrillation.